Event description:
Per the clinic, the patient was explanted due to improper placement of the electrode. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump was found with failure code 810:11. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4)